Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was detected to have been deactivated as per the alert that was issued from the patient's remote monitoring system. Attempts to obtain additional information as to the reason of the crt-d deactivation were made but were unsuccessful. The crt-d remains in service. No adverse patient effects were reported.